Event description:
Complaint alleges: the customer reports that the catheter broke at the funnel during the inflation test, prior to use. No reported patient injury. Patient current condition reported, as fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.